Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-08-04. H6: investigation summary the complaint was submitted by the customer for a false negative result on specimen ID ¿(B)(4) ¿ while using rapid detection of sars-cov-2 veritor test kits (material no. 256089 batch#1128536). Confirmation testing was performed by the customer via pcr on the roche platform and the result was positive (CT 18-19, orf1ab gene CT = 18.9, e-gene CT = 19.1). The manufacturing batch history record for batch 1128536 were satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. Additional testing was performed on retentions kits for lot 1128536 and the reported failure could not be replicated. Return sample testing was performed, and no issues were identified. All devices tested during the investigation exhibited normal, expected results. Based on the information provided in the complaint and the testing results cited above, this issue appears, most likely, to be a specimen or a sample specific problem as we are unable to duplicate the basis of this complaint. Per product insert, ¿a negative test is presumptive and it is recommended that these results be confirmed by viral culture or molecular assay. Negative test results do not preclude infection and should not be used as the sole basis for treatment or other patient management decisions.¿ erroneous results can occur if the cartridges are read before the 15 minute incubation time is complete. During incubation the sample flows through the membrane, improper incubation can result in incomplete line formation leading to false negative results. It is very important that cartridge devices be allowed to incubate for 15 minutes prior to obtaining results. The product insert states, ¿inadequate specimen collection, improper specimen handling, and/or transport may yield a false negative result; therefore, specimen collection requires specific training and guidance due to the importance of specimen quality to accurate test results.¿ specimens, when stored in saline, are not stable and are recommended to be tested immediately and then kept frozen, if needed for additional future testing. The concentration of specimens collected from the same patient using different collection swabs may vary. Therefore, the corresponding results may also vary. In addition to the reagent investigation, bd veritor plus analyzer, serial number (B)(6) was returned for investigation. The device history record was examined and showed no discrepancy-related issues that can be correlated to this complaint. The reader passed all tests including the final assembly process, oqa, source inspection, functionality, and final packing test and manual inspection. The analyzer was returned for investigation. Initial examination showed charge was require, but the analyzer was able to power on and successfully pass the verify cartridge test. The returned analyzer was tested with calibration cartridges that ranged from the faintest lines to the darkest lines that the analyzer was designed to detect. A review of those data showed the analyzer is functioning within specification. A review of the raw line heights for specimen ID ¿(B)(4) -¿ show no fault with the analyzer. By the design that specimen is a negative result (l3-l2 = 0). The analyzer was returned with 7317 tests already performed on it. Specimen ID ¿(B)(4) -¿ was performed on test number 5671. The analyzer retains the latest 250 images. The image for test 5671 is no longer available for analysis. Based on the information provided, this is an unconfirmed complaint for an analyzer failure. Based on the results of the reagent and instrument investigation, we cannot confirm this complaint. Bd quality will continue to monitor for trends on false negative test results as they relate to our rapid test products.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "4th case of false negative with this veritor kit, and 3rd false neg case where veritor couldn't detect high viral load (CT 18-19). "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "4th case of false negative with this veritor kit, and 3rd false neg case where veritor couldn't detect high viral load (CT 18-19). "